Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b3 - updated event date from 08-jun-2023 to 02-jun-2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received indicated that the customer experienced hypoglycemia. The blood glucose value at the time of the event was 47 mg/dl. Low blood glucose was treated by glucose intake. Customer reported sensor glucose vs blood glucose reading mismatch. The blood glucose value was 96 mg/dl and the sensor glucose value was 47 mg/dl at the time of the event. Difference between sg and bg at time of event not within the target range.  Troubleshooting was performed. Customer was using pump within 48 hours prior to event and auto mode feature was active at the time of the event. It was unknown that the customer will continue the use of the insulin pump or not. The event involved product(s) mmt-386a, mmt-332a, mmt-1880, and mmt-7020la. No product return is expected for mmt-386a, mmt-332a, mmt-1880, and mmt-7020la.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.